Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set-up. Three cases were cancelled. One pt was prepped with eye drops. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The system application was reset to mitigate the system message reported. The system was then tested and met all product specifications. (B)(4).